Event description:
Severe infection of spinal hardware. Sinus tract communicating with metal and abscess around metal. Surgery on aug, 23 to locate extent of sinus tract (1996). Sp-sept. 3, 1996 - irrigation and debridement secondary closure, IV antibiotics (vancomycin & piperacillin) for 4 wks. 4 months oral antibiotics-cipro. Blood clot developed from PICC line jan 1997-severe pain from all this.